Event description:
Poplawski, e., boydston, w., mininger, e., nalder, m., palma, p., sholas, m., vova, j., zagustin, t. Intrathecal catheter trials for dystonia and spasticity management in the pediatric population. Pm and r. 2012;4(10):s339. Summary: 12 subjects, ages 3-21 with severe secondary dystonia with/without spasticity previously managed sub-optimally with polyphar macy underwent itb baclofen cathetertrial per protocol to determine if itb therapy was effective. Reported event: one patient's trial was complicated by csf leak. The catheter was removed and he later returned for pump and catheter implantation. There were no other complications. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
It was not possible to match this event with a previously reported event. (B)(4).